Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter and the results of the device evaluation. The device was returned to olympus for evaluation and the issue was confirmed. The equipment shut down after a few minutes of operation. The power source needed to be replaced.

Event description:
Additional information was received from the reporter. The problem was found during preparation for use for a colonoscopy procedure when the equipment was turned on. The processor turned off automatically after two (2) minutes. No other devices were involved in the event. There was a one (1) hour delay once the equipment had to be replaced. The patient was not under anesthesia. The intended procedure was completed with an olympus processor 190.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus field service engineer, the video system center light source/power turned off by itself. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that the power was turned off due to a deterioration of parts due to repeated use for a long period of time. The equipment had been manufactured more than five (5) years prior.